Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - facility name complete entry = (B)(6) hospital section e1 - address 1 complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity I estradiol results for a 7 week pregnant patient sample. The following data was provided: (B)(6)2023 sample ID(B)(4) initial result = >1000 pg/ml, repeat 1:5 automatic dilution result = 174.04 pg/ml, repeat = 2613 pg/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the alinity I estradiol reagent kit, lot number 53002ud00, was identified.

Event description:
The customer observed falsely decreased alinity I estradiol results for a 7 week pregnant patient sample. The following data was provided: 23dec2023 sample ID (B)(6)initial result = >1000 pg/ml, repeat 1:5 automatic dilution result = 174.04 pg/ml, repeat = 2613 pg/ml no impact to patient management was reported.